Event description:
During routine testing, the user noted that the energy output for settings of 200 joules and above was low. There was no patient involved. Tests on the unit disclosed a broken solder joint on one of the leads of capacitor c21 on assembly 590263. The cause of the broken solder joint could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.